Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse disassembled and adjusted the alarm loop and applied silicone grease to the interface of the safety disk. The unit passed all safety and functional tests and was returned to the customer for clinical use. E1 event site name truncated due to character limitations. Full event site name: (B)(6) hospital. E1 telephone number included in h11 due to character limitations. Event site telephone: (B)(6).

Event description:
It was reported that, before use, the cs100 intra-aortic balloon pump (iabp) unit alarm loop was found to be leaking during inspection. There was no patient involvement.